Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed without delay by using the wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon troubleshooting, fse found that the wireless footswitch had mechanical issue with the pedal assigned for cine/single shot due to normal use and age. To resolve the issue, fse replaced the pictogram sheet and wireless footswitch and returned the wireless footswitch to philips for further analysis. The analysis confirmed the malfunction of the footswitch and identified button failure on the top right side following the replacement, the system was returned to use in good working order. . At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was due to the mechanical issue of the wireless footswitch with the pedal due to normal use and age. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless foot switch was intermittently not working properly. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the wireless foot switch. The device was returned to expected functionality.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.